Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two cartridges did not fit onto the pump. A third cartridge was successfully loaded onto the pump. Additionally, it was reported that resistance was experienced during the fill process resulting in a syringe needle bending and insulin leaking out of the syringe. A new cartridge was successfully loaded onto the pump. Subsequently, it was reported that insulin drips were not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. A new cartridge was successfully loaded resolving the issue. Customer's blood glucose level was 154 mg/dl.